Manufacturer narrative:
Exact date of symptom onset is unknown; however, x-rays taken on (B)(6) 2015 identified an issue with the hardware. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing site: (B)(4) - manufacturing date: august 6, 2014. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an even in (B)(6) as follows: it was reported that a patient underwent a revision procedure on (B)(6) 2015 due to broken hardware. The patient had reportedly undergone numerous procedures to treat leg deformities. One such procedure, performed on (B)(6) 2015, involved the insertion of a synthes pediatric hip plate and screws. On (B)(6) 2015, the patient reported experiencing pain and noted that it was becoming increasingly difficult to walk/run. Control x-rays and radiological images then detected that the plate was no longer fully attached and that three (3) of the implanted screws had broken. As a result, the patient returned to the operating room for hardware removal. It is unknown if the patient was revised to a different construct. No additional information is available. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
The complained parts were not returned to the manufacturer; however an external material analytic company report was received which was reviewed and summarized by the manufacture. Information from manufacturer review: the complaint is confirmed as post-operative breakage is visible on the received pictures: screw (part 213.050, lot 9093559, quantity 2) and screw (part 213.040, lot 9011497, quantity 1). There was no reported product problem relating to the plate (part 02.108.313, lot 9083635, quantity 1) or concomitant devices. The manufacturing documents of the above mentioned parts were reviewed and no complaint related issues were found. Based on the provided information and without material is no further evaluation possible. Summary of external analysis: the material of the screws was analyzed and found to correspond to stainless steel ((B)(4)). No product fault could be detected. It was concluded that likely an overloading situation occurred resulting in the breakage of the three (3) screws. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: locking screw (part: 213.026, lot: 9051249, quantity 1); locking screw (part: 213.050, lot: l072245, quantity 1).